Event description:
The physician used a cook endoscopy triclip endoscopic clipping device during a gastroscopy procedure. While attempting to deploy the clip on a varix in the esophagus, the handle separated. The clip was successfully deployed at the site, but was not secure (the clip was in the closed position). The physician removed the clip with forceps and placed another clip. A second clip was deployed without incident and the procedure was successfully completed. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. After a review of this information with clinical personnel, we can advise the endoscopic removal of the first clip was not performed to preclude patient injury or death. A closed and deployed clip is intended to pass naturally through the gi tract when the site heals. However, the observation of handle separation is reportable as a malfunction MDR.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report of handle separation. The handle stem and spool have both separated, rendering the device inoperable. The closed clip component was included in the return. Because the stem section of the handle has separated, the outer sheath is now separate from the handle assembly. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: a separated handle can occur if the luer lock is not properly connected to the handle after exposing the clip for deployment. Failure to make this connection secure can cause the handle to separate if the device is held at an angle and pressure is applied to this portion of the handle assembly. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all triclip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability. During the manufacture stage, the handles are inspected for separation. Also, the handles are worked to ensure proper workability. Corrective actions: a corrective action has been implemented to reduce occurrences of handle separation for the triclip endoscopic clipping device. This lot was manufactured prior to implementation of the corrective action. Customer quality assurance will continue to monitor for complaint trends.